Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported during an initial implantation of rib plates, the long bridge was implanted and tightened/secured to the rib. However, one post detached from the bridge, but the post was still attached to the patient's rib. The surgeon removed all of the affected implants and reimplanted the patient without any issues. There was an unknown delay in procedure to remove and replace the affected products, but there was no harm to the patient. The proper surgical technique was utilized. Attempts have been made and no further information has been provided.